Manufacturer narrative:
The device history record for the reported lot number, aa5034n12, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specs, and then released by qa. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for eval. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was rec'd from (B)(6) stating the transgastric-jejunal feeding tube burst. The device was in use for 10-days prior to the event. The device was replaced in medical imaging/interventional radiology department. The balloon volume was checked weekly. The balloon was noted to contain 5ml's of distilled water when checked. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet rec'd.